Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery with intralase patient interface (pi) occurred after the laser fired. It was noted that there was procedure lost and the surgery was completed successfully by switching out the pi. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, product testing/visual inspection could not be performed and the reported issue was not verified. Manufacturing record review: a review of the manufacturing records was performed and no related non-conformity or deviations were issued during manufacturing. The manufacturing record was evaluated and the devices were manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product quality deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.